Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Concomitant medical products: nim stimulating probe, identifying information unknown; nim mainframe, identifying information unknown. (B)(4).

Event description:
This complaint originates from a retrospective study published in the international journal of surgery in 2014, titled role of intraoperative neuromonitoring of recurrent laryngeal nerves in the outcomes of surgery for thyroid cancer&#56096;by pietro giorgio calo, et al. The aim of this retrospective study was to evaluate the intraoperative neuromonitoring's role in reducing the postoperative recurrent laryngeal nerve (rln) palsy rate during thyroidectomy for thyroid malignancy. The medtronic nim system and accessories were used in the cases. Out of 357 patients who underwent thyroidectomy with nerve monitoring, there was 1 permanent recurrent laryngeal nerve paralysis (rln), 2 false positive nerve monitoring responses, and 1 false negative response. The authors note that no complications (injuries) were attributable to the use of intraoperative neuromonitoring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.